Event description:
The consumer alleges the unit overheated to the point that they could not touch it. No injury is alleged.

Event description:
The consumer alleges the unit overheated to the point that they could not touch it. No injury is alleged.

Manufacturer narrative:
(B)(4) was issued for the return of this device. As of this submission, no evaluation data has been provided. (B)(4).

Manufacturer narrative:
(B)(4) was issued for the return of this device. As of this submission no evaluation data has been provided. (B)(4) - device evaluation completed. Condition of return: the concentrator was received with 6.5 hours showing on the hour meter and was like new out of box. Result analysis: visual: the concentrator appeared as new. Functional: the unit was plugged into an outlet and powered on. After approximately 1 hour, the concentrator alarmed for low o2 and the shroud felt warm to the touch. The shroud was removed and it was determined that the molex connector from the pcb to the fan wire harness connector was not properly attached; as a result the cooling fan was not operating. The fan connectors were properly attached and the unit was powered on and operated at 5lpm with o2 = 93.2%. Conclusion: the concentrator malfunctioned because the fan connectors were not properly attached. It is unclear if they were originally connected and then became detached during shipping. A review of the DHR was completed with no issues found. Although the unit got warm during operation, it was not hot enough that it would cause injury.

Event description:
The consumer alleges the unit overheated to the point that they could not touch it. No injury is alleged.

Manufacturer narrative:
(B)(4) was issued for the return of this device. As of this submission no evaluation data has been provided. (B)(4) - evaluation completed. Both visual and functional tests were performed. The root cause of the unit shutting down was leaking sieve dust from the base of sieve bed [(B)(4)] into the pvc tubing [(B)(4)] attached to the base of the sieve bed. There are two fail safes in place to prevent the sieve dust from reaching the end consumer. First, device shut down, as noted in this issue, caused by poor performance due sieve dust. Second, a hepa filter [(B)(4)] is in place to prevent the sieve dust from entering into the cannula which delivers concentrated o2 to the consumer. This device was built in feb 2011 and on (B)(4) 2011, a change notice was put into place to enlarge the filter and increase the spring tension inside the sieve bed [(B)(4)]. This will eliminate the issue. This was also documented in (B)(4) issued by corporate quality assurance.

Manufacturer narrative:
RMA (B)(4) was issued for the return of this device. As of this submission no evaluation data has been provided.

Event description:
The consumer alleges the unit overheated to the point that they could not touch it. No injury is alleged.